Event description:
Due to a ruptured and herniated disc l-4, l-5, I had a surgical procedure done in 2005. The procedure was implantation of the new charite' disc manufactured by depuy spine. The procedure was performed at the hosp. This was an anterior retroperitoneal approach and a radical diskectomy of l4,l5. The l4,l5 charite' arthroplasty with a 7.5 degree #4 inferior endplate, 5 degree #4 superior and plate 8.5mm core. I was discharged from the hospital in two days later. Later that day approx 7: pm, I had left side leg swelling along with weakness on the entire left side. I returned to the hosp per dr's instructions. A volley of test was preformed, but no clear cause could be found. I was again discharged from the hosp two days later. There seemed to be some relief from pain for the first couple of weeks, but with more activity, lower back pain began to increase along with left and right leg pain, numbness to both feet. After six weeks of recovery, I began physical therapy, which caused significant pain to lower back and legs. After about six treatments, dr switched to water therapy, with the same results as before. Another series of x-rays to make sure the disc was in place. Dr then stated that the procedure was a complete failure and restricted my movements to no twisting, bending, lifting, sitting, or standing for more than 30 mins. It is now 2007, 2 years after surgery. I still remain and rely on pain killing narcotic. Unable to walk more then a city block at one time, unable to do most household chores, or lawn and pool care, wash the car. I am unable to sit in an upright chair or sleep more then a couple of hrs at a time, seldom in bed most of the time in a recliner. Options; according to dr, there is the option of fusion, although this procedure is a very life threatening procedure, that he does not recommend, nor will he perform the surgery, because of the risk involved. This is the status of my disability.